Event description:
Fill volume: 250ml; flow rate: 5ml/hr; procedure: chemotherapy; cathplace: implanted port (IV) infusion started (B)(6) 2014 at 2:00pm; infusion ended (B)(6) 2014 at 4:00am. It was reported by a pharmacist that a pump finished earlier than anticipated. It was reported as, "pump flowed about 8 hours faster than it was scheduled". " the infusion was scheduled to complete at (B)(6) 2014 at 12n. The patient reported that the pump was already emptied on (B)(6) 2014 at 4am. The patient did not suffer any adverse events." It was reported that the device was not saved for return. Additional information was requested, however is not available at this time.

Manufacturer narrative:
Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Additional information was requested to obtain the lot number without success. Results: as the device and lot number were unavailable for analysis, no methods were performed. For this reason results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. It was reported that there was no patient impact relating to the reported incident. At this time additional information was required, but not available; should additional information pertinent to this event becomes available, halyard will submit a follow up report. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.